Event description:
It was reported difficult deflation was encountered following the first inflation during a hepatic venogram procedure. Partial deflation of the balloon was achieved and the balloon was successfully withdrawn through the introducer sheath, without any pt complications. Another unit was used to successfully complete the procedure and the pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineer's eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. Co's follow up revealed a pressure gauge was not used to determine the adequate dilating force within the balloon which co believes may have been contributing factor to this event. However, co is unable to determine the exact cause for this event. Co's direction for use state: "the recommended inflation medium is renografin 60 diluted 50% with sterile saline... When the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature... Note: the larger the syringe diameter, the greater the suction that is applied... If resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."